Manufacturer narrative:
Event 1. This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 1: according to the customer: case 1. The pump is used for the application of cytostatic therapy at home. Therapy is initiated in the day hospital (5fu; 3600mg/400ml) and the patient is sent home until the end of therapy when he returns to the day hospital where the pump is disconnected, and the patient is discharged home. The therapy was started on (B)(6) 2024 at 13:10 and ended on (B)(6) at 11 p.m. Date of occurrence: (B)(6) 2024.

Manufacturer narrative:
Event 1 this report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: sample/s evaluation: final control flow rate report of affected batch 23f02ged71 was reviewed. For final control flow rate report, the average flow rate deviation from the nominal flow rate was between 4.38% and 8.31%. No abnormality was observed. Received 2 pieces of used easypump ii lt 400-40-s-EU/sa. As received condition, clamp clip of both received samples were clamped, and the wing cap was not attached to the patient connector. Both samples were labelled as sample 1 and sample 2 to ease the investigation. No abnormalities were found on the samples during visual inspection. The samples were decontaminated and sent for flow rate test (etr no.: 20240313_1879). The flow rate deviation from nominal flow rate for received sample was -1.97% and -2.77% for sample 1 and sample 2 respectively. The flow rate of received samples were within the specification of ±15% deviation from nominal flow rate. Fast flow rate at the pump as described by the customer was not observed at the received samples. There are some possibilities that can cause the sample empties faster than nominal time in actual application, such as one or combination factors of more than one as below: factor 1 temperature the temperature of the surrounding will affect the flow rate of the sample. For every increase of 1°c, the flow rate of the sample will increase approximately by 3%. For example, if the flow restrictor of the product reaches the temperature of 37°c, the flow rate of the sample will increase by approximately 18% which means the flow rate will increase from 10 ml/hr to 11.8 ml/hr. Factor 2 folded outer shell (outer layer) folded outer shell (outer layer) will also act as the external pressure to elastomeric membrane and increase the flow rate of the product. Factor 3 external pressure external pressure such as squeezing or laying on the pump will increase the flow rate which cause the pump to empty earlier than the nominal time. Simulation of external pressure had been conducted. The flow rate of the product can increase when external force is applied to the pump. However, this external force is against the intended use of the product according to IFU. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. Cause : cause could not be determine the flow rate of received sample was within the specification after sent for flow rate test, which is according to test method 116008 under lab condition. Justification: not confirmed